Manufacturer narrative:
(B)(6). (B)(4). Device evaluation: visual analysis of the photographs identified, device patch with lot number 2032060, white calcification on the shell, red particles on the shell, and openings on anterior side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Physician reporting left breast capsular contracture baker grade IV, imaging did not detect the implant rupture. Device has been explanted.

Event description:
Healthcare professional reported rupture against left side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: wear abrasion, crease fold, weight to the spec and opening in the anterior. A microscopic analysis was performed which identify striated opening in the anterior and radius side. Based on the device analysis the final assessment is: a striated opening in the radios side assessed as surgical damage. More than three striated opening in the anterior side assessed as surgical damage.

Event description:
Physician reporting left breast capsular contracture baker grade IV, imaging did not detect the implant rupture. Further report from physician states "have received the ruptured breast implant" .device has been explanted.